Event description:
The customer reports during an unspecified procedure using a single use aspiration needle, the needle broke off inside the patient (inside the tumor). It is unknown if the needle was successfully retrieved. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.